Event description:
At the conclusion of the enrollment of the study results were performed and the aes were again assessed. Product problem: a result of this review was that one of the lots used in the study was documented as being outside of the acceptable range for a given release specification (ph-value). The release of the lot was allowed based on the determination of the 'out of specification' value being due to testing error. A re-test of this lot for the release specification in question is currently underway. The pt history after surgery included an ae from the investigator. This ae is described in appendix 1, but is not considered to be a reportable ae by co. Pt history: surgery: 2005, adverse event assumed: two days after surgery date, ae: strong lymphedema. Action: no surgical procedure was needed. A lymphdrainage and lymphbandage was done to improve current situation. Outcome of the pt: recovered without damage. MFR date of the ae notification: 06/08/2006.

Manufacturer narrative:
The device is a bone void filler while completely resorbing within a few weeks, and therefore is unavailable for analysis. A re-test of the lot, where the ph-value was outside of the acceptable range for a given release specification for the release specification in question is currently underway using reserve samples. Investigation is not completed. The analysis of the post-market-study is ongoing. Lot# MFR is still tracing the lot# that's being used. Because one lot# used during the study the ph-value was outside of the acceptable range for a given release specification, co can't excluded that this lot might be have used; and therefore, this case was reported.